Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an irritation on her back. The patient's physician prescribed an antifungal medication for the irritation. Follow up indicated that the patient's skin irritation was improving.